Manufacturer narrative:
Combination product: yes. The returned stent was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system was not returned. The stent was returned with the stent on the transportation wire inside of the protector cap. The stent appears pinched at several locations over its entire length. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU advises the user to pull at the very distal end of the stent protector to avoid dislocation of the stent.

Event description:
The orsiro mission stent detached from the delivery balloon while removing the protector and remained anchored inside the protector.